Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No analysis for mobile view station (mvs) selector switch as it was not returned after multiple attempts. A medtronic representative went to the site to test the equipment. Imaging system failed the mechanical test. The door was out of alignment and would not open/close. The door was manually opened last week and knocked out alignment. The medtronic representative realigned the door and tested the system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with realignment. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system door was not closing. The site also noted that the mobile view station (mvs) switch was stripped. The medtronic representative walked the site through the invalidate home process but it would not complete and issue did not resolve. There was no patient present when this issue was identified. No further details regarding this issue were provided.